Event description:
A report was received that the patient was experiencing pocket pain and discomfort. The physician does not believe that the pain is device related, but that the pocket is thinning, causing irritation. An ipg revision has been recommended.

Event description:
A report was received that the patient was experiencing pocket pain and discomfort. The physician does not believe that the pain is device related, but that the pocket is thinning, causing irritation. An ipg revision has been recommended.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision due to other medical issues that are non-device related.